Event description:
It was reported that cassette misalignment alarms occurred frequently during infusion at patient's home. There was patient involvement, with no patient harm or adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; the suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed a "no disposable" alarm was recorded in the event log several times. The customer reported issue was not confirmed. The root cause of the event was unable to be identified because no reported issue was replicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was returned to the customer with no repair performed.